Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The rep was able to re-home the system with no issues. She reported that the system was in a small room and they were not letting the system go through its full range of motions during calibration. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A radiologic technologist (rt) reported that the imaging system would not complete the motion calibration. During calibration, the system would move in the x and y directions but when attempting to tilt the gantry would stop moving. The system was rebooted and invalidate home was run twice with the same result. The event occurred outside of surgery. There was no patient involved with this concern.